Event description:
It was reported that a female patient experienced non-union and underwent revision surgery. A female patient with osteoporosis was implanted with a left long trochanteric fixation nail, helical blade and 5.0 locking screw for treatment of intertrochanteric fracture. The original implant date was not reported. The patient subsequently experienced non-union. On (B)(6) 2014, all three devices were removed. The patient was revised with a competitor's device. The procedure was successfully completed. This report involves an unknown nail. This is 1 of 3 reports for com-(B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Unknown fixation nail, part and lot numbers are unknown. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.